Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the liquid crystal display (lcd) was flashing. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. No repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair; therefore, it could not be determined if the device failed to meet specifications. A multi-vendor/clinical engineering department handled the service call/incident by replacing the lcd assembly. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.